Manufacturer narrative:
The devices were received, evaluated and retained by this MFR. The engineering evaluation indicated inflation of both balloons was not possible due to dried foreign matter. A bubble tested revealed pin-hole leaks in both balloons. The first balloon displayed a pin-hole leak over the proximal ro marker. The second balloon displayed a pin-hole leak 8mm proximal to the distal radiopaque marker. Both devices displayed scratches or chatters marks on their balloon surface. These devices displayed characteristics consistent with contact with a sharp external source, scratches or chatter marks on their balloon surface. Co's follow up also indicated these devices were used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. H4- 342627 - 6/12/96, 346915 - 6/27/96.

Event description:
Two balloon ruptured during a renal angioplasty procedure of a calcified lesion. The first balloon ruptured on the second inflation at eight atmospheres and the second balloon ruptured on the third inflation at its rated burst pressure. Results were satisfactory and no further treatment was required. There were no patient complications involved. The devices have not been received by this manufacturer. Therefore no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a calcified lesion which co believes contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."